Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b assay, a false negative result was obtained for sars-cov-2. The customer did not report any impact to the patient or treatment. The customer reported that they could not provide any additional information. Eua (B)(4).

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative results when using bd veritor sars-cov-2 and flu a+b kit (material #: 256088), batch number 2363334. The customer reported that during testing of 3 patient samples, they received a negative result from the analyzer and kit, however obtained positive sars-cov-2 results by molecular testing of a respiratory panel. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b assay, a false negative result was obtained for sars-cov-2. The customer did not report any impact to the patient or treatment. The customer reported that they could not provide any additional information. (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.5: eua number: (B)(4). D.4 medical device lot #: 2363334 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4 date of manufacture unknown h3 other text : see h10.